Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens optic and haptic torn. Corrected data: b5 - the cause of the event was reported as user error. This occurred on (B)(6) 2020. Should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -12.00 diopter, implantable collamer lens tore before implanting into patients eye. No patient contact.